Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line separated from the cartridge. Reportedly, the pump was dangling by the infusion set at the time of the separation. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge successfully.